Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have no yet contacted their hcp. The cause of the change in stimulation when sittings was not determined. There was no meaningful change in comfort level. The patient stated they must locate a mn doctor (gyno). Issue not yet resolved. The patient also stated update or revising the device, they hope will prove acceptable to them. The sensation or tingling was distracting but they will continue to experiment for continued comfort and effectiveness.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have found the device very difficult to moderate unpleasant sensations. Patient mentioned that they have been making some changes (increasing and decreasing the strength); therapy was at 1.4, and during the first two days, it felt pleasant, but all of a sudden it began to provide sensations that were unpleasant; when it was high, it was worse; and now that it was reasonably low, they were expecting it to feel any better, but it hasn't changed much. The patient mentioned that the hcp's assistant explained how to change the setting, and they told them that it was okay for the patient to perform the changes on their own. The patient mentioned that the sensation is like a pulsing sensation in their sacrum, like putting constant jolting pressure in their sacral area; constant jolts are like pinching in their vagina. The patient mentioned that the sensation has been ongoing since the procedure for the last two and a half months. The patient mentioned that their symptoms are way better, that the urgency is gone, so they can wait to go to the bathroom, and that they have only had one episode of leakage since the implant date. The patient also mentioned that they think that the programmer's battery life is too short; they don't use it, but in the next five to six days, the programmer discharged completely. They also mentioned that during the call, the battery went from 100 percent to 96, and they think that is odd. The patient mentioned that they would rather have the urgency to go to the bathroom again than handle the sensation that is like an irritation. The patient also mentioned that they occasionally feel it when they sit and move their leg up to their hip, and to turn over something, it pulls and it is sore, constantly sore. The patient wonders whether it is not healing properly or if the ins is not in a good place, but it is almost what they felt in the first two weeks, like a pull and burning sensation. The patient connected with the implant and changed the program. The patient will maintain stimulation levels and will continue to track symptoms. Confirmed stimulation in the bicycle seat area and comfort. Redirect to the doctor if the issue persists.